Manufacturer narrative:
A steris field service technician arrived onsite, inspected the sterilizer, and identified a check valve required replacement. When the check valve does not operate properly it may allow for water and steam to back up into the chamber. Due to the excessive steam in the chamber, when the employee opened the door the steam came into contact with the employee. Some of the vaporized steam condensed and water pooled in the chamber and dripped from the unit and onto the floor after the door was opened. The technician replaced the check valve, tested the unit, and confirmed it to be operating according to specification. No additional issues have been reported. The employee was not wearing proper ppe at the time of the reported event. Section 1 of the operator manual for the amsco 400 steam sterilizer states, "sterilizer and rack/shelves will be hot after cycle is run. Always wear protective gloves and apron (also face shield if processing liquids) when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following previous operation." The unit subject of the reported event is not under steris contract agreement for maintenance. Steris discussed the proper use and operation of the unit with the user facility.

Event description:
The user facility reported an employee received a steam burn after opening an amsco 400 steam sterilizer. No medical treatment was sought or administered. The employee resumed normal work duties.